Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported in the last three to five months they were having so much intermittent pain from their neck down to their ankles, and it was severe they had to "drag themselves around." It was noted the consumer could feel a stabbing pain depending on how they moved, and at night they could only sleep in certain positions. The consumer also felt like a wire was sticking up and poking out of their skin that they could feel, but didn't feel anything different. In (B)(6) of 2016 their healthcare provider (hcp) took an x-ray and told them "that thing has to come out." It was further reported the technician told them they saw it was "breaking apart and sticking up going into their ribs" (meaning the wires). The consumer was now on pain medications, and tried talking to their doctor about removing the implant, but the doctor "didn't want anything to do with her." It was noted the manufacturer's representative (rep) was going to reach out to the consumer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.